Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed the right ventricular (rv) lead exhibiting multiple noise reversion episodes and noise oversensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.